Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a dissection occurred and patient experienced an embolization. The target lesion was located in the superficial femoral artery. The lesion was treated with a jetstream xc atherectomy catheter. After using the jetstream, with one run blades down and two runs blades up, a non-flow limiting dissection was noted due to slow blood flow. A non-bsc stent was used to post up the dissection. Some emboli went downstream and was manually aspirated out. The patient status is well.